Manufacturer narrative:
The lens has been returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during the insertion of an intraocular lens the haptic bent. The incision was enlarged, the lens was removed intraoperatively, and sutures were placed. Another lens was implanted successfully. Additionally information has been requested but has not been received.